Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was admitted with hemolysis. The patient was reported to have gross hematuria. Lactate dehydrogenase (ldh) was 1800 u/l and peaked at 2230 u/l. Inr was 2.7. Echocardiogram and CT angiogram were unremarkable. The patient was treated with bivalirudin infusion with little to no improvement in ldh. On (B)(6) 2018 the patient underwent a pump exchange. Only the pump was exchanged.